Event description:
Anesthesia machine alarmed. An air leak was detected and a small hole was found in the amsorb g-can co2 absorbent canister. Product removed from shelves and replaced with new product.